Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 322 message which was not confirmed or reproduced.

Event description:
It was reported that a spectrum pump displayed system error 322 during therapy. Any pt injury or medical intervention is unk.